Event description:
A copy of the medwatch report from FDA was received, which states "describe the event or problem: continuous drips: found that ordered rate and volume infused can vary from hour to hour. This is due to the iaware program rounding up on drip volume. For example, rate ordered was 0.45cc per hour, but sometimes iaware charted 0.46cc/hr. IV syringes do not program correctly due to volume to be infused (vtbi) mismatch when the registered nurse (rn) primes her sterile IV tubing through. For example, syringe originally has 50cc, rn primes line, now syringe has 47.5cc - when scanning in iaware, mismatch occurs due to differing volumes. Prepackaged flushes do not work with iaware. They cannot be scanned. Bd video given to iaware team shows that flush (1cc) would be added to the total volume of the medication ¿ this is a documentation error and legal issue as it would show that 0.04cc fentanyl is now 1.04cc fentanyl in the chart. The rn would have to go back and correct the iaware documentation with each medication administered." The field outcome attributed to adverse event was selected as other serious or important medical events. Per bd interoperability consultant, "iaware is the documentation platform for interoperability in oracle. Power chart is where the medication administration wizard (maw) is located. This is used for medication administration. Approved syringes scan correctly, and the volume ordered in oracle is sent over in the automated programming request (apr). If the clinician primes the tubing with medication, then the volume in the syringe is less than the volume ordered. On the device, the clinician will be required to manually enter the vtbi (what is left in the syringe & confirming the correct rate) then start the infusion. The mismatch referenced occurs when the nurse is using care admin in oracle. There will be a mismatch on the vtbi. This does not prevent the clinician from moving forward with the administration. If the clinician is using connect (oracle¿s mobile application), there will not be a mismatch. This is oracle functionality they haven¿t updated care admin to align with connect to date. If a customer chooses to build/align flushes to work with interop, they certainly could. Most customers current state, manually program the flush. Oracle & bd commonly teach customers to keep the medication associated when the flush is programmed, it is the rest of the med and possibly some flush (depending on the volume of the flush) that is actually reaching the patient. The total volume infused is documented in iaware. (Medication & flush) the source of truth for the volume of medication remains on the mar. The organization could set up a different workflow if desired. There is an implied per request from the customer: allow for the syringe pump to be programmed with a volume (vtbi) greater than what is in the syringe with interop. Allow for hospitals to configure the number of decimal places in the infusion status message sent to third-party systems.

Manufacturer narrative:
Omit: a24 - adverse event without identified device or use problem (2993) additional information: imdrf annex a code and manufacturer narrative. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A copy of the medwatch report from FDA was received, which states "describe the event or problem: continuous drips: found that ordered rate and volume infused can vary from hour to hour. This is due to the iaware program rounding up on drip volume. For example, rate ordered was 0.45cc per hour, but sometimes iaware charted 0.46cc/hr. IV syringes do not program correctly due to volume to be infused (vtbi) mismatch when the registered nurse (rn) primes her sterile IV tubing through. For example, syringe originally has 50cc, rn primes line, now syringe has 47.5cc - when scanning in iaware, mismatch occurs due to differing volumes. Prepackaged flushes do not work with iaware. They cannot be scanned. Bd video given to iaware team shows that flush (1cc) would be added to the total volume of the medication ¿ this is a documentation error and legal issue as it would show that 0.04cc fentanyl is now 1.04cc fentanyl in the chart. The rn would have to go back and correct the iaware documentation with each medication administered." The field outcome attributed to adverse event was selected as other serious or important medical events. Per bd interoperability consultant, "iaware is the documentation platform for interoperability in oracle. Power chart is where the medication administration wizard (maw) is located. This is used for medication administration. Approved syringes scan correctly, and the volume ordered in oracle is sent over in the automated programming request (apr). If the clinician primes the tubing with medication, then the volume in the syringe is less than the volume ordered. On the device, the clinician will be required to manually enter the vtbi (what is left in the syringe & confirming the correct rate) then start the infusion. The mismatch referenced occurs when the nurse is using care admin in oracle. There will be a mismatch on the vtbi. This does not prevent the clinician from moving forward with the administration. If the clinician is using connect (oracle¿s mobile application), there will not be a mismatch. This is oracle functionality they haven¿t updated care admin to align with connect to date. If a customer chooses to build/align flushes to work with interop, they certainly could. Most customers current state, manually program the flush. Oracle & bd commonly teach customers to keep the medication associated when the flush is programmed, it is the rest of the med and possibly some flush (depending on the volume of the flush) that is actually reaching the patient. The total volume infused is documented in iaware. (Medication & flush) the source of truth for the volume of medication remains on the mar. The organization could set up a different workflow if desired.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A copy of the medwatch report from FDA was received, which states "describe the event or problem: continuous drips: found that ordered rate and volume infused can vary from hour to hour. This is due to the iaware program rounding up on drip volume. For example, rate ordered was 0.45cc per hour, but sometimes iaware charted 0.46cc/hr. IV syringes do not program correctly due to volume to be infused (vtbi) mismatch when the registered nurse (rn) primes her sterile IV tubing through. For example, syringe originally has 50cc, rn primes line, now syringe has 47.5cc - when scanning in iaware, mismatch occurs due to differing volumes. Prepackaged flushes do not work with iaware. They cannot be scanned. Bd video given to iaware team shows that flush (1cc) would be added to the total volume of the medication ¿ this is a documentation error and legal issue as it would show that 0.04cc fentanyl is now 1.04cc fentanyl in the chart. The rn would have to go back and correct the iaware documentation with each medication administered." The field outcome attributed to adverse event was selected as other serious or important medical events. Per bd interoperability consultant, "iaware is the documentation platform for interoperability in oracle. Power chart is where the medication administration wizard (maw) is located. This is used for medication administration. Approved syringes scan correctly, and the volume ordered in oracle is sent over in the automated programming request (apr). If the clinician primes the tubing with medication, then the volume in the syringe is less than the volume ordered. On the device, the clinician will be required to manually enter the vtbi (what is left in the syringe & confirming the correct rate) then start the infusion. The mismatch referenced occurs when the nurse is using care admin in oracle. There will be a mismatch on the vtbi. This does not prevent the clinician from moving forward with the administration. If the clinician is using connect (oracle¿s mobile application), there will not be a mismatch. This is oracle functionality they haven¿t updated care admin to align with connect to date. If a customer chooses to build/align flushes to work with interop, they certainly could. Most customers current state, manually program the flush. Oracle & bd commonly teach customers to keep the medication associated when the flush is programmed, it is the rest of the med and possibly some flush (depending on the volume of the flush) that is actually reaching the patient. The total volume infused is documented in iaware. (Medication & flush) the source of truth for the volume of medication remains on the mar. The organization could set up a different workflow if desired. There is an implied per request from the customer: allow for the syringe pump to be programmed with a volume (vtbi) greater than what is in the syringe with interop. Allow for hospitals to configure the number of decimal places in the infusion status message sent to third-party systems.

Manufacturer narrative:
Omit : event attributed to. Correction: adverse type, describe event or problem, type of reportable events. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.